Event description:
An employee crushed a processed bi and then depressed the cap. A piece of the vial went into the employees right index finger on the inner aspect of the finger, causing the contact area to bleed. The employee washed the area with an iodine wash and applied a bandaid. The employee was wearing proper ppe. There was no report of h2o2 contact. The employee went home for the day. She reported that she reviewed the info on how to handle the cyclesure, the cyclesure datasheet and the wall chart. The supervisor is conducting re-training for all three shifts on the proper procedure relating to the handling of processed bi's. The injured employee was retrained and has performed the steps properly since the reported event.

Manufacturer narrative:
Per the IFU (instructions for use) section b instructs the proper use of the cyclesure: immediately after the sterrad sterilization cycle, remove sterrad cyclesure 24 from the sterilizer. Advanced sterilization products (asp) recommends gloves to be worn when handling cyclesure 24 bi as peroxide burns can result if the media ampoule is broken (follow the instructions found in "other considerations-a" below). Check the chemical indicator for color change from red to golden yellow or bronze. Press the cap down until firmly seated in order to seal the vial. Using only the supplied tube crusher squeeze the sterrad cyclesure 24 vial until the media ampule has been crushed. Do not crush the media ampule by hand as this may result in personal injury.